Manufacturer narrative:
The customer reported 12-lead ECG v4 and v6 signal loss. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported 12-lead ECG v4 and v6 signal loss.